Manufacturer narrative:
Analysis of the pump on 2017-feb-16 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2016: hydromorphone with concentration 15.0 mg/ml at a dose rate of 12.016 mg/day and baclofen with concentration 325.0 mcg/ml at a dose rate of 260.34 mcg/day.

Event description:
The patient¿s pump was returned to the manufacturer via a company representative with no information. The company representative indicated that they were not aware of a complaint associated with the returned device. No patient symptom was reported. The indication for use regarding the pump was non-malignant pain and failed back syndrome.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the reason for the device explant was due to battery life. No further information was provided.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.